Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed four years remaining longevity. During the recent check, the device showed two years remaining longevity. Analysis showed that the device was high rate atrial sensing at an average rate of 332 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has the signal artifact monitoring (sam) patch installed and enabled which can also consume additional power in the presence of high atrial rate sensing. The clinic may want to consider methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode, turn off the atrial lead, and disable signal artifact monitoring (sam). As of this time, the device remains in service. No adverse patient effects reported.